Manufacturer narrative:
Valve; printed circuit board (pcb).

Event description:
The customer reported that the ventilator went vent inop during operation due to an autozero failure. The customer reported the ventilator was not in use on a patient therefore there was no harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician replaced the data acquisition pcb board and solenoid valve to complete the repair. Performance verification testing was completed and passed to operating specifications.